Manufacturer narrative:
Additional information was received that the patient was experiencing different stimulation due to fall. No further information could be obtained. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to fall.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to fall.

Manufacturer narrative:
Additional information was received that the reason for explant was due to one of the leads had moved and physician decided to take it out. Device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure due to fall.